Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Promus element china clinical study it was reported that patient had vertebral-basal artery insufficiency. In (B)(6) 2014, the patient was presented with a stable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) artery with 80% stenosis, was 21mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilatation and placement of a 3.00x24mm promus element¿ drug-eluting stent. Following post dilatation, the residual stenosis was 0%. Four days after, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2018, the patient was diagnosed with vertebral-basal artery insufficiency and hospitalized on the same day. Medication were administered for management of the event. The outcome of the event was considered to be recovering/resolving.

Event description:
It was further reported that the previously reported stent thrombosis was withdrawn and in (B)(6) 2018, the patient was discharged.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2018, the patient was diagnosed with stent thrombosis.